Event description:
Battery depletion after only 5 years of implant. Unk reason as to why this happened at time of replacement. New implant given in 2009, first implant done in 2004. I contacted st. Jude when heard of recall 2006, 2007 and 2008, and was given no info of possible problems and was told that recall did not effect my pacemaker, only software problem. Only found out of battery depletion or incorrect readings in 2009. Complained of not feeling normal, tired constantly with some pain in chest regularly in 2008 and 2009. Dates of use: 2004 - 2009. Diagnosis or reason for use: syncope.